Event description:
It was reported that the monitor on the 6800 system went blank while the tech was setting up the room and the system never fully booted. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep placed the system's hard drive. The system functions as intended.